Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.50/2.0/103 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting and blurred vision. On (B)(6) 2022 the lens was explanted. The cause of the event was reported as unknown.

Manufacturer narrative:
B5 - the lens was replaced on (B)(6) 2022 with a shorter length lens and problem was resolved. Claim# (B)(4).